Event description:
This pacemaker was known to be malfunctioning prior to 11/10/91. Scheduling was in process to replace when patient fell and broke her hip. Replacement took place on 1/22/92. Inserted in 1988 by dr. Deangelo, erie with mitral valve prosthesis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.